Manufacturer narrative:
MDR ./ device 13 of 20. Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: ¿ there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Batch record revision results: lot 4j00230 was manufactured on 02/sep/2024, in automation tooling system (ats # 2) line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 27/dec/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1222277 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 27/dec/2024, complaints investigator ran a query in database in order to verify the complaints reported for the 4j00230 lot for the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only)¿ defect and no additional complaints were identified. Historical nonconformance review: on 27/dec/2024, the complaint investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only)¿ for the lot number 4j00230 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: dimensional inspection (collar concentricity) ¿ frequency: hourly ¿ sample quantity: (B)(4). ¿ acceptance criteria: accept = 0 / reject = 1 defect rate analysis: there have only been 20 defective parts confirmed to date from a lot size of 36,500 products. This represents a defect rate of only (B)(6) which is well within an appropriate acceptable quality level (aql) for leakage which should be 0.25% based on our standard operating procedure (sop). In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.25. Importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: a review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user reported that two market units with same lot number, twenty total wafers had off centered moldable starter hole. The patient used them and that caused discomfort to his stoma because it was too off center and his stoma was too close to the plastic. He stated that he could feel pressure on his stoma. Due to the discomfort and pressure, he had to remove the wafer after one day. Usual wear time was four days. Photographs depicting the issue were received from the complainant.